Event description:
It was reported that during the preuse check only one side of the balloon inflated. Then when attempting to deflate, it would not deflate. Another product (same product number) was used to complete the operation. No injury was reported to the patient.

Manufacturer narrative:
We have not received the device for investigation. Therefore, we could not conclusively determine the root cause of the reported incident. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.